Event description:
Patient called lfs in 08/2003 alleging the meter was missing segments. The patient reported no high or low blood glucose symptoms while attempting to test. The issue was not resolved with troublshooting. No further information has been reported.